Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler, pipetted bubbles in well position d4 and did not give an error message. An ortho field service engineer was dispatched and could not duplicate the event. Fse replaced broken lld springs in positions 5, 7 and 12. No death or serious injury was associated with this event.